Event description:
It was reported that during a lap sigma procedure, the instrument error was on the display during test, no further information is available. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 4/29/2008. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, no error code was noted during activation using the footswitch. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.